Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2016 with the following findings: investigators were unable to duplicate the ¿power¿ complaint. The review of the black box data showed unexplained power reboots on the date of the alleged issue occurrence. The battery cap was not returned; a test battery cap was able to fit. Corrosion was observed in the battery canister; a leak test failed due a battery compartment leak. The ¿ez-prime¿ steps were performed correctly and no power interruptions occurred during the investigation. The pump¿s cover was removed and no further moisture ingress or any intermittent condition was found to the printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).